Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post implant. An invasive procedure was performed and this lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the insulation and body fluid in the lumen. Analysis testing found the lead to be electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.